Event description:
A patient with a painful osteoporotic compression fracture of t11 was treated with balloon kyphoplasty. There was no obvious complication noted during the procedure; however post-operatively, the patient complained of loss of feeling and weakness in both legs. A CT scan revealed that kyphx hvr bone cement had extravasated into her spinal canal. The patient's spine was decompressed by removal of the bone cement and dura torn was repaired. Subsequently, the patient was left with a paraparesis. She was transferred to another hospital and follow-up was lost.